Event description:
It was reported that during an appendectomy (emergency situation) procedure, the instrument did not open. This was the only information that we got. "There was any accident with patient". Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: was the user trained? No, she is an orthopedic surgeon. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. At was firing did the device lockout? Did the device cut and staple? What color cartridge was being used? How was the device removed from the patient? Was there any patient consequence due to the device not opening after firing? How was the procedure completed? Was there any patient consequence? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at was firing did the device lockout? First. Did the device cut and staple? No. What color cartridge was being used? White. How was the device removed from the patient? Normally. Was there any patient consequence due to the device not opening after firing? No. How was the procedure completed? With new device (the same one). Was there any patient consequence? No.